Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Internal reference complaint#: (B)(6).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2018 and the patient was discharged home. On (B)(6) 2018, the patient presented to the emergency room (ER) with pain and weight loss. The patient was diagnosed with endometritis. The physician administered antibiotics (clindamycin & gentamicin). There was no bowel injury. The patient was discharged the following day and no longer symptomatic.